Manufacturer narrative:
The insulin pump was received blank display due to unplugged battery connector.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown. The customer states the display has been blank more than 30 seconds. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.